Event description:
It was reported that when trying to remove the unspecified plc tube for a routine tracheostomy change, the caregiver found it either very difficult or impossible to remove the tracheostomy tube. It was reported that the pt was an outpatient who had the tracheostomy tube in place between 14 and 30 days. It was reported that the pt had to be taken to the hospital for removal of the tube and the pt desaturated to the point that a code blue was called. It was reported that after removal of the plc either another unspecified plc was or a bivona tts was inserted.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusion can be drawn without the device or the lot number.